Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated on a non complaint product replacement request form that a resolute onyx rx coronary, drug eluting stent failed to cross the lesion and became deformed in vivo due to calcification. No patient injury reported.